Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a gap between button, water tightness is lost. A review of the device history record found no deviations that could have caused or contributed to the issue. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, that the subject device had a leak. There was no patient involvement.